Manufacturer narrative:
(B)(4).

Event description:
It was reported that the foot pedal was sticking. The foot pedal on this angiojet ultra system console was noted to be sticking they were unable to make any further adjustments. There was no patient involved.

Manufacturer narrative:
Examination of the returned complaint device revealed that electric foot switch cable was extracted from a ultra system console. The angiojet console was not returned. Functional check cannot be performed since only the component was returned for evaluation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause has been determined to be wear and tear. (B)(4).

Event description:
It was reported that the foot pedal was sticking. The foot pedal on this angiojet ultra system console was noted to be sticking they were unable to make any further adjustments. There was no patient involved.